Event description:
Additional information was received. It was reported that the 12-15 impedances were elevated and the reason for the therapy issue. The patient observed a change sometime in august with no reports of falls or trauma. The caller indicated the impedance range was less than 40,000 ohms but above 10,000 ohms. The caller reported a surgical revision on (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they are seeing a settings not available (59) message on the patient controller. Caller stated they had a headache and thought the implant battery was may be dead, so they charged the implant. The patient stated then they decreased stimulation and now they are trying to increase stimulation back to the level it was at, and they are seeing this out of regulation (oor) message. Patient mentioned their doctor office is 2.5 hours away and wondered if they could clear the oor remotely. Caller stated they do not have any other groups to switch to. The patient was redirected to their healthcare provider to further address the issue. A manufacturer representative reported that the patient is scheduled for a potential revision in (B)(6) 2021. The manufacturer representative did not have any specific details about an issue; however, it was speculated that the patient may not be getting optimal coverage.